Event description:
A customer reported to baxter (B)(4) an interlink paclitaxel set in which a separation occurred. According to the report, the tubing became disconnected from the drip chamber while being primed with saline. The process step is during priming. There was no report of patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. A visual inspection was performed and revealed a separation between the tubing and the drip chamber. The reported condition was confirmed. The root cause was not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.